Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 171 mg/dl. Customer was in the kitchen getting ready to eat and when he tried to deliver a manual bolus, the pump alarmed no delivery. Customer reported that the alarm was resolved by an infusion set change. Customer was not sure if changing the set or disconnecting the tubing from the quick release and reconnecting resolved the issue. Customer stated that he changed the tubing not the reservoir. Customer discarded the infusion set. Customer declined troubleshooting for their high blood glucose levels. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.